Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported an undesirable increase in stimulation during the initial programming visit. The patient experienced pain associated with increase in stimulation when an impedance check was attempted. An x-ray was performed with no device issues identified. A revision procedure was performed, and the cls was replaced to resolve the reported event.